Event description:
The patient has 2 leads (from the same lot) implanted as part of her occipital nerve stimulation (off-label) system. It was reported the patient is experiencing ineffective stimulation subsequent to one of her leads migrating. The patient is to consult with her physician regarding undergoing surgical intervention as the patient desires to have her scs system explanted.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.